Event description:
Device failure. Coils implanted (B)(6) 2010. 100% blockage hsg confirmed (B)(6) 2010. Confirmed viable pregnancy (B)(6) 2011. Baby boy born (B)(6) 2011, due date was (B)(6) 2011. Baby fine, mother not so lucky. I am filing a separate report concerning the mothers post delivery, near fatal, complications.